Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the heat was erratic during case. The customer switched to another channel and the heat was erratic on the alternate channel. He then switched back to the original channel and they were able to finish the case. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr) the customer has been using bleach to clean the unit. They noticed a black residue in the water. The fsr asked the customer to rinse out the unit five times. The customer completed the rinse, then they used the device in this case and the reported issue occurred. Investigation in process, but not yet completed.